Event description:
The patient's inital procedure was performed several months ago. During this procedure, prior to attempted placement of the essure device, a 2cm endometrial fibroid was detached via cautery; however was very difficult to remove. Several attempts were made to remove the fibroid without success and the decision was made to leave it in situ. Essure placement was then attempted. Difficult visualization was reported on the right side as the tubal ostium was somewhat occluded by endometrial tissue and on the left side, it was occluded by area of dissection of the previous fibroid. The patient returned to surgery 3 days later for abdominal pain. During diagnostic laparoscopy, the essure spring was identified partially imbedded in the patient's bowel. The physician successfully removed the spring and the patient tolerated the procedure well.